Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a recent blood glucose level of 400 mg/dl. Customer also reported that the insulin pump had some battery issues, which were resolved through troubleshooting. The insulin pump was not replaced or returned for analysis.